Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tube the cap/lid was broken. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the test tube had a defective cap, poor sealing which caused spill of the blood. Sample contaminating the operator's head." Consequence specific intervention. Number of pieces involved 3.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Additionally, one hundred (100) retention samples from bd inventory were evaluated physical examination and no issues related to cocked stoppers was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cocked stopper or underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tube the cap/lid was broken. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the test tube had a defective cap, poor sealing which caused spill of the blood sample contaminating the operator's head." Consequence specific intervention. Number of pieces involved 3.